Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the hip was infected and the surgeon did a wash out. Doi: (B)(6) 2019; dor: (B)(6) 2019; left hip.